Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery impedance increased. Premature battery depletion was suspected but could not be confirmed. Additional information was requested but was not available. The patient was stable and will continue to be monitored. There were no adverse consequences.